Manufacturer narrative:
Add'l info has been requested. Subject was not explanted. Synthes is unable to provide the date of manufacture without a lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Pt status post zero-p plate and screw implantation returned to surgeon for six week f/u visit. An x-ray showed one caudal screw backing out of the plate. Surgeon revised the pt be re-implanting the same screw and locked it down with a torque limiting handle. Surgeon noted the implantation site was adjacent to a previous fusion.